Manufacturer narrative:
(B)(4). The complaint was not confirmed and no issues were observed, all results were within the range specification for the device.

Event description:
Customer reported receiving a low reading on their freestyle freedom blood glucose monitor. Customer reported receiving a reading of 134 mg/dl and received a lab reading of 470 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.